Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
All buttons are non-functional. No adverse event reported. The infusion device cannot be returned for legal and customs issues.